Event description:
A malfunction was reported on the pump. The customer's blood glucose level was affected, showing a high reading without a specific value provided. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to contact support if the malfunction reappears.